Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or a leak or defect with the cycler set. The cause of the peritonitis has not been confirmed, although the pdrn suspects the patient might have a small gi tear. The patient underwent two surgical procedures prior to the peritonitis event. All pd patients are at an increased risk of infection due to a comprised immune system. The culture result of proteus hauseri indicates the peritonitis resulted from a gastrointestinal source as proteus species are gram-negative bacteria common to the gi microbiota. This finding supports the pdrn¿s suspicion of a small gi tear. Based on the available information and the lack of any allegation against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. Additional information obtained through follow-up with the pdrn confirmed the patient presented to the pd clinic with clear, watery diarrhea. The patient¿s pd effluent culture was positive for proteus hauseri. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily. The patient¿s stool sample was also sent for testing for clostridium difficile (c-diff), however, no results were available. The patient was not hospitalized. The patient reported feeling worse five days later. It was determined that the patient required an appointment with the surgeon to evaluate the patient¿s gastrointestinal system. The cause of the peritonitis event is unknown; however, prior to the peritonitis event, the patient underwent gallbladder surgery (date unconfirmed) and then required pd catheter (not a fresenius product) manipulation. The patient¿s pdrn suspects the patient might have a small gastrointestinal (gi) tear. The patient does have a history of diarrhea and clostridium difficile (c-diff). The patient did not report any leaks during treatment or issues with the liberty select cycler and does not complete a daytime exchange or complete any manual exchanges.